Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.

Event description:
It was reported by medwatch that patient was here to have labs drawn via her port, so port was accessed, labs drawn, and port flushed per protocol. However, upon trying to de-access the huber needle, the safety device wouldn't engage and let the needle retract, so it manually had to be pulled out. No harm to the patient occurred. No other information was provided.